Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this specific malfunction in the last 24 hours, so technical support provided the necessary information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to reach out if the issue reoccurred.